Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and the transmitter failed. Customer complaint of permanent out of range was confirmed and the root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.